Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that the patient underwent the lumbar posterior surgery(micro endoscopic diskectomy) due to disc herniation. Intra-op, it was found the monitor screen was blurred and unclear. The physician had to changed the operative type. The patient's current status is well.

Manufacturer narrative:
Product analysis: functional evaluation of the returned instrument found the instrument visually undamaged (no material deformation, crack, fracture, etc.) And functional (focus knob able to be turned, and the mechanical component move), however obtain an image of any kind was unable to be obtained. A search of the complaint database did not identify any additional complaint returns with this part/lot # combination. Unable to obtain root cause from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.